Event description:
The tiger moxa cauterer is extremely dangerous. It said that it should not contact the skin directly, however, it is real hot and burned skin. The moxa ash can be dropped and cause fire. Also, kit includes lancet which seemed like it's not FDA approved. I thought that FDA approved acupuncture and oriental medical devices. Apparently, it is not.